Manufacturer narrative:
Product requested for return but will not be returned. No evidence was provided. This complaint is based solely on customer reported issue. Adhesive supplier was contacted, there have been no changes in product formulations. There is not enough evidence to establish the root cause of the skin irritation and redness. Biocompatibility results for this securement device found sensitivity levels for skin contact to be negligible. Instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported itching and redness on the skin of patient. The date of the incident is unknown.